Event description:
We were doing a fenestrated endograft with morning when they went to put in a proglide, it had a barb on the back of the device. Surgeon would like to send the device back to the manufacturer because it was damaged when we opened it. I saved the wrapper and the device.